Event description:
Three boxes of quick set infusion sets for minimed paradigm insulin pump were returned to medtronic due to high failure rate (every other infusion set was defective and pump displayed "no delivery" error). Either qc did not inspect the infusion sets or I received a recalled lot that should not have been sent after the june 2013 recall. Paradigm pump did not notify me of infusion set problems until 5-8 hours after set change which created high blood sugars that had to be managed via syringe injection. Medtronic was great to deal with, very responsive, and replaced damaged material, but I have three concerns: quality control and inspections should be done before product is shipped to pt; paradigm insulin pump should notify user of infusion set error immediately to prevent improper dosing; and frequent complaints about quick sets infusion sets having similar errors from fellow diabetics suggests a problem with the design. Please work with medtronic to resolve these issues for those of us whose lives depend on it. Thanks for your help!